Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a power source alert after plugging the pump into a wall outlet. During troubleshooting with tandem technical support, the customer was instructed to plug the pump into a power source for at least 30 minutes. Customer acknowledged and reported that the issues had not reoccurred after charging the pump. Additionally, it was reported that multiple altitude alarms occurred while the customer was not outside of the labeled operating altitude range. Reportedly, the alarm ultimately cleared and customer successfully resumed insulin therapy. The customer¿s blood glucose was 272 mg/dl.